Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had pressure sensor failure was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported alleged sensor failures. Per report, the customer is having sensor failure issues with the alaris system but not with the newly install alaris devices. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.